Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) of 547 mg/dl; cause was unknown. A manual insulin injection was used to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.